Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that implant fractured along hex, bone loss labial - distal. Implant was removed with zimvie implant retriever and grafted. Will see patient for follow up cbct to check healing. Tooth #19.

Manufacturer narrative:
Zimvie received one (1) tsvmb10, (imp,tsv,mcol mg,3.7mm,10m) for evaluation. Visual evaluation was performed, damage to the implant was identified. The implant was trephined. The implant was fractured at the collar. DHR review was completed for the subject lot number 1247592. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1247592 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant and dental : medical : bone loss¿ the customer did submit images for the reported event. The implants collar was fractured. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was patient factors. Refer to attached summary investigation for bone loss. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. Bone loss is a medical condition and is non-verifiable with all the information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.